Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Concomitant medical products: model: d154awg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer after being explanted with no stated reason for explant or indication of a product performance issue. The leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.